Event description:
Related manufacturer reference numbers: 2017865-2022-03307. It was reported that the patient presented in clinic for generator changeout procedure. It was noted previously that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. During procedure, it was observed that there was an insulation breach on right ventricular (rv) lead. The atrial lead remains active and the rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.